Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. Educated patient's mother about the system memory reset log and clearing out running applications. No injury or medical intervention was reported.